Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly not prescribed mupirocin, but elected to self-treat this is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced irritation at the implant site. The recipient ceased device use for 2 days. The recipient was prescribed mupirocin ointment. The recipient has resumed device use.